Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the reported problem. The fse found no related errors in the logs. The system was tested and verified as ready for use. Isi did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon stated that the hand controls were not properly controlling the instruments, with instruments moving further than expected (this record captures the instrument motion issue). No troubleshooting was performed at the time of the issue, and a request was made for the system to be inspected. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the procedure was a robotic-assisted laparoscopic cholecystectomy with icg, which was completed. During the procedure, the surgeon experienced a motion issue in which instrument movements did not scale appropriately and responded with a delay when commanded. The issue occurred while the surgeon¿s head was inside the surgeon console, and the surgeon did not remove their hands from the hand controls. There was no uncontrolled motion, unintended direction of movement, or shakiness/friction observed. The issue was not resolved during the procedure. Per the initial allegation, the instrument moved further than intended; this involved the hook instrument installed on arm #3. It is unclear whether the non-intuitive motion was related to the master tool manipulator (mtm) or the instrument itself.